Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was insufficiently reprocessed. The issue was found during routine maintenance and there were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn on c-cover. A definitive root cause could not be identified. Based on the results of the investigation, the cause for the reported issues could not be determined. Olympus will continue to monitor field performance for this device.